Manufacturer narrative:
Zoll medical corporation evaluated the device logs and the device performed to specification. Review of the device log indicated poor coupling as the potential cause of the reported spark during patient shock. This is based of the few shocks, on 4/12/23, that have varying impedances that have gradually increased throughout the event up to 135 ohms which led to increased energy delivered due to the device compensating for the extra impedance. The log showed no indication of a device malfunction. This report has been attributed to poor coupling. It's important to mention the device delivered 20+ shocks in the event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a spark was seen from the associated electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.